Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information to align with the reported event.

Event description:
The customer reported that during heart transplant surgery, they were performing an intra-optotal plasma pheresis procedure with fresh frozen plasma (ffp) as the replacement. They had ared cell spillover near the end of the procedure that they believe may be due to hemolysis in the bypass circuit. They ended the treatment early and performed partial rinseback. For this treatment, the optia machine is hooked into a heart lung bypass machine, post bypass. No medical intervention was necessary and the patient is reported in stable condition post-op. The customer declined to provide the patient identifier. The disposable set is not available for return because it was discarded by the customer. This report is being filed due to alleged hemolysis.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: a definitive root cause for hemolysis could not be determined. The root cause for the incomplete rinse back was the fluid balance target entered at the beginning of the procedure. The optia machine calculates the volume going back to the patient and warns the operator when the rinse back volume will be limited.

Manufacturer narrative:
Investigation: per the customer, there was definite visual hemolysis in the return bag and the line at the initiation of treatment, but no alarm. There was no evidence of red cell spillover in thaim interface image. With 12 minutes left in the treatment, the pump stopped, but they were able to continue. There was an alarm, 'red blood cells detected in plasma line from centrifuge,override or rinseback' in the last 5 minutes of the treatment. The treatment was ended and the patient got about 25% of rinseback, then the machine stopped and did not allow further rinseback. Per the customer, effluent was spun down at termination of the procedure, which determined it was hemolysis, not red blood cells. Per the customer, they have only seen this in intra-op pheresis during heart transplants. Per the customer, hemolysis is not necessarily expected for this patient. He received a lot of blood products during surgery. For this procedure, the optia machine was connected to a post bypass machine. Functional checkout of the machine was performed by a terumo bct service technician. All functional tests met specifications. An auto test and saline run were performed without failure. All tests passed. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The signals in the run data file indicate that the red blood cell (rbc) detector displayed elevated hematocrit levels from the onset of the procedure. However, the hematocrit levels detected by the system were not high enough to trigger any alarms until the 'cells were detected in plasma line from centrifuge' alarm occurred 42 minutes into the procedure. The signals in the run data file are consistent with the operator¿s observations of hemolysis in the plasma line. Rinse back ended early due to the ¿rinse back volume was limited by fluid balance¿ alert that was displayed by the system after the initial patient information was entered. This alert informs the operator that the system detected that the rinse back volume would be limited due to fluid balance constraints. Based on the patient¿s tbv and the desired fluid balance target, the system operated as intended and only returned enough fluid during rinse back in order to meet the 100% fluid balance target. A cause for hemolysis in the circuit is unclear from the rdf file. Based on the signals, it appears that the hemolysis was present from a point at which the patient¿s plasma was introduced at the rbc detector. Therefore it cannot be ruled out that the hemolysis could be related to the patient¿s condition or the result of something upstream from the spectra optia connection related to the bypass circuit or the connection between the bypass circuit and the spectra optia system. Investigation is in process. A follow-up report will be provided.